Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device fails the operational test. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. Visual inspection found the device failed the operating test. The following functional tests were performed by the fse: electrical safety test, simulator test, defibrillator analyzer test, checked discharge energy. Results of functional testing indicate the device failed operating test. The therapy capacitor was replaced to resolve the issue. The device was returned to use. Based on the information available and the testing conducted, the cause of the reported problem was malfunctioning therapy capacitor. The reported problem was confirmed. The device was operational after repairs were completed. The therapy capacitor was replaced. The investigation concludes that no further action is required at this time.